Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter is giving an error 4 issue and a ¿cr 4¿ message. This complaint was classified based on the customer care advocate (cca) documentation. According to the patient, she had some eye sight issue prior to the onset of the error 4 issue and ¿cr 4¿ message. On the day the report issue began, the patient reportedly went for a doctor¿s office visit. She reportedly received hcp treatment with insulin treatment (20 units of apidria every hour for 6 hours). The patient¿s medication of apidra and solostar was increased to manage her diabetes that day. It would have been helpful to obtain more information surrounding the alleged required hcp treatment; however, the patient was not available for follow-up information. The error 4 issue and ¿cr 4¿ message was not resolved with training. The test strips were within the discard date. This complaint is being reported because the patient required insulin treatment suggestive for hyperglycemia. The lfs products were replaced and requested back for investigation.